Manufacturer narrative:
UDI number: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2018-00811.

Event description:
It was reported that two drivers were found to be worn during a routine inspection. There were no patient or surgical impacts associated with this event. This is report two of two for this event.

Manufacturer narrative:
The returned device was examined. The driver showed signs of use. However, there were no signs of abnormal use. The driver was testing and found to be functional. There was no problem detected.

Event description:
It was reported that two drivers were found to be worn during a routine inspection. There were no patient or surgical impacts associated with this event. This is report two of two for this event.